Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that while in pre-op, out of regulation (oor) or settings not available was observed. The rep programmed around other electrodes. The cause of the reported message was not determined and not resolved. No symptoms reported. On 2025-jan-30 additional information was provided to clarify the initial information reported. The rep reported that the vanta battery had reached eri and was being replaced for eri on (B)(6) 2025. In pre-op, prior to the ins replacement surgery, impedances were checked and found to be "oor". The rep confirmed that the ins was not being replaced due to the out of range impedances. The ins was discarded after the explant / replacement surgery on (B)(6) 2025. The vanta battery was replaced with a rechargeable battery.